Manufacturer narrative:
Device is a combination product. The device was not returned for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID 2134265-2018-01698. (B)(4) clinical study. It was reported that myocardial infarction, stent thrombosis and target vessel revascularization occurred and the patient died. In (B)(6) 2013, clinical status assessment indicated that the patient's qualifying condition was stable angina. Prior to procedure, the patient was found to have abnormal fractional flow reserve (ffr) indicative of ischemia and the patient was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion was located in the mid left anterior descending (lad) artery with 60% stenosis and was 32mm long with a reference vessel diameter of 3.00mm. The lesion was treated with pre-dilatation and placement of 38x3.00mm study stent. Following post-dilation, residual stenosis was 30%. One day post procedure, the patient was discharged on dual antiplatelet therapy. On (B)(6) 2015, a 2.5x16mm synergy stent was implanted in the first diagonal. In (B)(6) 2018, the patient presented to the emergency with severe chest pain and it was reported that he did not take any medicine for the pain in morning; however, he had taken asaflow maintenance medication the night before. Cedocard and 10 mg of m+ was given in the emergency, after that drop of blood pressure was noted. On the same day, the patient was hospitalized with the diagnosis of "recidive ventricle fibrillation after st-elevation myocardial infarction (stemi)". The subject was administered with 5000 u of heparin, 180 mg of brilique and 500 mg of aspegic. Coronary angiography revealed 100% stent thrombosis (st) of proximal lad at the level of the study stent and 70-90% in-stent restenosis (isr) on first diagonal branch. The thrombosis on the lad was treated with 3.00x46mm non-bsc stent. Following post-dilation, 0% residual stenosis was noted and with timi flow 3. The 90% isr on the first diagonal branch was treated with balloon angioplasty. Post-treatment, 50% residual stenosis was noted with timi flow 3. On the same day, the patient died due to recidive ventricle fibrillation after stemi.